Event description:
Info received indicates, the head end high/low is drifting down overnight.

Manufacturer narrative:
The tech found the hydraulic valve sticking. The tech replaced the head end high/low down valve to repair the bed.